Manufacturer narrative:
(B) (4): the obturator was returned for evaluation. Approx 3mm of the tip has been broken off. The fracture surface analysis revealed a fairly brittle fracture surface and circular material flow consistent with torsional overload during tightening. A follow up report will be sent when the mfg date is provided.

Event description:
It was reported that the tip of the obturator broke off in the setscrew during surgery. The surgeon was using the obturator for final tightening. It was noted that the surgeon uses add'l torque for final tightening. The tip fragment was retrieved. Another instrument was used to complete the case. No pt complications were reported.